Event description:
The patient reported that on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: she went to her doctor's office who then took her to the emergency room with bg reading over 700mg/dl and upon arrival she was diagnosed with diabetic ketoacidosis. She was treated with 3 bags of fluids and was given a manual injection (exact dosages were not reported) of insulin. At 7:30pm she was released from the hospital. At 8:52am the pod was deactivated and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.